Manufacturer narrative:
Philips evaluated the device and found the therapy pins from the connector to be damaged. This was determined to be the root cause of the intermittent connection. The therapy connector was replaced which resolved the reported issue.

Event description:
The customer reported an intermittent connection between the therapy cable and the therapy pads. There was no report of negative patient impact.